Manufacturer narrative:
The reported events of insulation damage and oversensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-52099. During an in-clinic follow-up, oversensing was observed on the right ventricular (rv) lead. A revision procedure was performed to replace the rv lead. During the procedure, insulation damage was observed on the rv lead. In addition, vegetation was observed on the rv lead and right atrial (ra) lead. Apart from the vegetation, there were no other indications of infection. The rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition.